Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the device history records has been requested. We have checked the machines and attachments and could not determine any defective performance. Saw blades are not from synthes and are also very dull ¿ this can be the reason for the insufficient saw performance and increased heat. We have sterilized the oscillator at our place. No black liquid came out. No product defects could be determined.

Event description:
Black liquid is coming out the oscillator and it is getting very hot at the connection with the saw (plastic glove is slightly melted). Also the reamer becomes hot and the attachments are jamming. This is 2 of 2 reports for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found.